Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch was received that stated the following: "power port accessed with a power needle and had intravenous (IV) fluids running freely through it. While attempting to give IV contrast, the IV tubing burst, leaking contrast onto the patient." Upon further query the following information was provided that indicated a tubing rupture while in use with a power injector; subsequently a leak was noted. At an unspecified time, the unspecified tubing set was being used to deliver an unspecified medication, after an unspecified length of time, it was reported that an unspecified power needle was connected to an unspecified power port to deliver an unspecified contrast medium, at an unspecified rate, via a power injector. After an unspecified length of time after the delivery was started, it was reported that the tubing ruptured at an unspecified location on the tubing set. The customer contact reported that an unspecified volume of solution leaked onto the patient. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information wa provided including if the tubing set was replaced and the procedure was resumed.